Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 54840016540, UDI# (B)(4), 510k # k091974 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient with a pre-operative diagnosis of symptomatic scoliosis, undergoing a posterior correction fixation (t3-iliac) procedure for a spinal therapy. It was reported that when breaking off the reduction set screw during final tightening, the screw head itself was damaged before the set screw was broken off. There was a delay of less than 60 minutes. There were no patient symptoms or complications as a result of this event. Initial reporter information and patient information cannot be provided due to the restriction by the privacy regulation. Levels implanted: t5 device status reason : implanted-remains in service in this case, 7 pieces of 3 lots were used and the lot of the damaged one could not be identified. At the time of final fixing, after breaking the one side tab according to surgical technique, it was attempted to break off the set screw, before the set screw was broken off, the screw head itself (only one side) was damaged at about half the position of the head. The screw finally broke into two pieces. The screw itself is being implanted. The fragment had been removed but was discarded at the customer's discretion. The procedure was completed successfully except that the product had been damaged.